Event description:
This 52 year-old pt has a history of breast cancer and is status post bilateral mastectomy. She has had previous reconstructions using implants. She has had difficulties with these and is concerned regarding the silicone gel and the problem of capsular formation. Pt underwent bilateral implant removal and capsulectomy.